Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance measured greater than 3000 ohms. A rising trend began during the week ending on (B)(6) 2015 where impedance measured 1691 ohms, up from a trend in the 700-800 ohm range. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) for high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.